Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system (date unknown). Reportedly, two to three months post-procedure, the patient presented with bladder damage (specifics unknown). The patient is reportedly in stable condition. All other information is unknown. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4)

Event description:
It was reported to boston scientific corporation that the patient had a vaginal repair with the uphold vaginal support system on (B)(6) 2012. Cystoscopy at the time of surgery showed the bladder to be intact. Four days postoperatively, the patient started urine leakage which became more extensive. Two weeks later, examinations revealed a fistula of the bladder into the vagina, caused by erosion of the mesh into the bladder. Surgery performed on (B)(6) 2012, revealed a 3 mm perforation of the bladder and distortion of the distal right ureter with partial obstruction. The mesh was removed, and the bladder was repaired. A johnson & johnson stent was placed in the ureter. The patient had a bladder catheter for 3 weeks and the stent was to be removed 6 weeks postoperatively. No further information is currently available. Should additional, relevant information be received, another supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a transvaginal repair of prolapse was performed, incorporating uphold anterior mesh with bilateral sacrospinous ligament suspension, anterior colporrhaphy and posterior colporrhaphy. The mesh was placed very close to the bladder by vertical incision. A check cystoscopy was performed during this procedure which felt the bladder and urethra to be intact. The patient recovered well and was discharged two days later. Four days following the surgery, the patient noticed urinary leakage exacerbated with movement and when lying down. A CT scan on (B)(6) 2012, revealed a 3mm diameter fistula between the vault of the vagina on the right side and the bladder. No sign of extravasation around the ureter. A cystoscopy was recommended, as the physician believed the ureter has been pulled slightly and should be resolved with the release of the mesh. At this time, surgery was planned for repair of the vesicovaginal fistula and placement of catheter. At the time of the right retrograde repair surgery, (B)(6) 2012, a 3mm perforation was in the bladder, where the mesh has protruded or perforated the bladder. It is unknown if the perforation was caused during the implant surgery or subsequently perforated in the days following the surgery. The previous incision was reopened, a portion of the mesh removed and three sutures were placed. A catheter was placed to ensure healing without tension of the bladder. Catheter was removed on (B)(6) 2012, following a cystogram, which showed no signs of persistent fistula. The bladder mucosa was everted at the site of the repair but there were no signs of defect. As of last consultation on (B)(6) 2013, the patient continued to recover well.